Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify radio frequency pic failed self-test alarm and blood glucose meter test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of blank display and radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 173 mg/dl. The customer put a battery in the pump and the issue was resolved. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.